Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s spouse called emergency medical services (ems) because the patient displayed symptoms of a low bg. A bg was performed by emergency medical services (ems) which was 34 mg/dl; however, the cgm was 308 mg/dl. Glucagon was administered, the patient was monitored and declined transportation to the hospital. The cgm and bg values at the time the paramedics left were not provided. At the time of report, the patient had fully recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.